Event description:
It was reported that the user experienced a low glucose event after walking on a treadmill without disconnecting from the ilet, with a nadir of 69 mg/dl that was treated with three glucose tablets, and the user¿s glucose rose during the call; the medical device problem and device component were not specified due to insufficient information. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.